Event description:
Spontaneous call from rn at pt's home (B)(6) rn stated pump says motor stalled. I advised her per manual I looked up stated to connect the ac-adaptor or replace the batteries and resume the infusion but rn says that didn't work. She is successfully infusing pt via dial-a-flow and wants to get a pump replacement. The current pump number at home is serial number: (B)(4) so this is the new pump. The pump was recently replaced. I advised her I will email customer service representative and they will contact pt's daughter for replacement. No other info reported. Pump error occurred before any infusion. Rn was setting things up. Pump error did not cause any clinical delay or ham, to patient. Pt was still able to infuse manually via gravity infusion. Is the actual device available for investigation? Unknown. Did the patient have a backup device they were able to switch to? Unk. Reported to cvs/caremark by health professional.